Manufacturer narrative:
Initial and final (B)(4)- device 3 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that four infusion set fell off within 7 days of use. No further information was available.